Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. It was further described that the leak occurred due to the apd luer lock connector disconnecting from the supply bag (baxter extraneal icodextrin). There were no alarms reported. Additional information was requested but was unavailable.